Event description:
During a catalyst procedure, the surgery center reported a loss of capture/suction during laser treatment. The surgery center indicated they were able to start the procedure, however, the liquid optics interface (loi) would not hold the vacuum. The surgery center used another loi to resolve issue. The procedure was completed successfully without any issues or complications.

Manufacturer narrative:
Patient information was not provided as to any impact or no injury was reported. The categories for outcomes attributed to adverse event are not applicable as this is a product problem manufacturer date is august 2013. Amo¿s investigation subsequently identified that the catalyst system may have a remote potential event where loss of suction during laser firing could create a hazardous situation that may result in scoring of the posterior corneal surface. Therefore amo has issued an advisory notice to reinforce instructions provided in product training and in the operator¿s manual regarding suction loss during a procedure. In addition, amo will be making enhancements for detecting and alerting the user of patient suction loss. All pertinent information available to abbott medical optics has been submitted. Placeholder.